Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, 2 days after being implanted, an inline precision valve was revised because it wasn't working. They initially planned to implant a programable inline valve , but the siphonguard appeared not to work so they put it aside and implanted another programable inline valve instead. Both valves involved in this incident will be returned. No delays or adverse reported.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve is a precision valve with 2 dots. The valve was hydrated. The valve was visually inspected: no defects were noted. The siphon guard was tested. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was not pressure tested as the problem was with the siphon guard. Review of the history device records confirmed the valve product code 82-5462, with lot ctjckd, conformed to the specifications when released to stock in 27th august 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.